Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 195-160 / lot 157504 a with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 157504. Test base part number 1195-160 . The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 157504 showed that the complaint rate is (B)(6). The manufacturing batch record review (brr) revealed that the product met acceptance criteria for release, and review of complaints against the kit lot for the reported issue indicates that the product is performing according to the statements contained in the package insert and a product deficiency has not been identified. The customer confirmed that the instructions in the package insert were not followed correctly as the swab was not turned three times which is needed to mix the extraction reagent with the sample. The customer repeated the test and obtained the same negative test result. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be user related.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false negative result with the binaxnow¿ covid-19 antigen self test otc 2 test pack performed on (B)(6) 2021 on an unknown sample. The customer reported that step #7 which is turn swab to right 3 times to mix the swab with the drops was not performed. Repeat testing was performed with the binaxnow¿ covid-19 antigen self test otc 2 test pack and the results were not provided. The customer bought a second binaxnow¿ covid-19 antigen self test otc 2 test pack and negative results were obtained. The customer did not perform pcr or any other confirmation testing. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.